Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report one of three for the same event; see also 3004485144-2016-00211 and 3004485144-2016-00212.

Event description:
The sales associate reported a broken screw and t-handle during a lumbar fusion procedure. The case was a revision to remove the broken screw. The broken t-handle was found after the case. The surgery was completed.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The returned handle was examined. It was returned in a disassembled condition wherein the connection end was detached from the handle and some of the internal components were missing. The complaint is confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding device usage for implant removal. Based on the reported information and evaluation findings, the cause of this issue may be attributed to the manner of handling and usage experienced by the device.